Event description:
A customer reported an alarm occurring on their insulin pump during use, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite attempts to load a new cartridge with assistance from technical support, the cartridge alarm continued to recur, preventing the resumption of insulin therapy. As a corrective action, technical support arranged for a pump replacement and instructed the customer on returning the faulty pump, while the customer was advised to use multiple daily injections (mdi) as a backup therapy.